Event description:
It was reported that a dexcom g7 failed to pair with an ilet, resulting in repeated pairing failed alerts and inability to start the sensor until a subsequent sensor was applied that entered warm-up, with prior confusion over the correct sensor code. Symptoms included transient hyperglycemia with a reported blood glucose of 253 mg/dl without ketone testing, medical intervention, or need for assistance, and later a fingerstick-confirmed glucose of 146 mg/dl. Outcomes included use of troubleshooting and education and transfer to the cgm manufacturer for sensor replacement. Investigation included review of device status messages, alarm history, code verification attempts, guided reattempts to start the sensor, and replacement of the sensor. Investigation of this case revealed pairing failure related to incorrect or mixed sensor code entry and unsuccessful pairing attempts, with the ilet displaying a run mode message and later proceeding to warm-up after a new sensor was started. It was concluded, based on previously established findings for similar reports, that user setup error during sensor code entry was the most probable cause, with no ilet malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.